Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature one month post implant. Myopotential noise was observed in unipolar sensing, however, sensing and threshold measurements were noted to be acceptable in both unipolar and bipolar configurations. The lss was programmed off and the alert trigger for the remote home monitoring system was increased to 2,750 ohms and monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.